Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, the right atrial lead exhibited oversensing of r-waves and inappropriate capture of the ventricle due to lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, sensing and capture anomalies. A complete lead was returned in one piece. The reported events of sensing and capture anomalies were not confirmed. Analysis was normal. No anomalies were found.